Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ bag spike. The reporter stated that upon opening the packaging, there was some white residue on the bag spike. There was no patient involvement and no adverse event.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation as the customer discarded it. A review of the device history record is pending.

Manufacturer narrative:
Investigation summary received a photo from the customer showing the affected sample. White residue was observed on the sample. The reported complaint of white residue on the spike could be confirmed. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.